Event description:
It was reported that the lead had high thresholds and an x-ray indicated that the lead appeared to be dislodged. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).